Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the apollo tip premature detachment was not determined. The tip detachment occurred out of the guide catheter during the way to the point of the treatment. There was resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. The apollo tip is not embedded in the onyx cast. There will not be any future plans to retrieve the catheter tip. The location of the apollo tip is in a dilated cortical vein which drained into the sinus rectus. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices. Onyx was no used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo tip premature detachment. It was reported that patient's vessel tortuosity was severe. The apollo catheter an all accessory devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). During the procedure, the 5cm tip of the apollo catheter detached by itself. Another catheter was used to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3 product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, and inside of an opened apollo outer carton. No guide catheter was returned. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal shaft was found to be in good condition; however, the detachable tip was found to be detached and not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 1.22mm, which was found to be within specification (specification: 1.0mm-2.5mm). An attempt to flush the apollo catheter was made and solidified blood was found dripping out of the distal tip. No further testing was performed. Conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned in good condition with the detachable tip detached and not returned. Therefore, any contribution the distal tip had towards the ¿premature detachment¿ could not be assessed. A few possible causes of ¿tip premature detachment¿ are but not limited to patient vessel tortuosity and/or incompatible products; however, the root cause for the ¿tip premature detachment¿ was unable to be determined. It was reported that the patient's vessel tortuosity was severe, which could be a possible caused for the detached within the guide catheter. The report mentions that ¿the tip detachment occurred out of the guide catheter during the way to the point of the treatment.¿. The guide catheter used in the procedure was not returned. Any contribution the guide catheter had towards the detachment was unable to be assessed. No details (lot and ref #s) were provided for the guide catheter. Compatibility was unable to be confirmed. The apollo catheter an all-accessory devices were prepared, and catheter was fl ushed as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.